Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient currently receiving gablofen (baclofen) 2000 to 500mcg/ml for a total dose of 920 to 50 mcg/day, but was unknow at the time what drug, dose and concentration the patient was receiving at that time. Indication for use was intractable spasticity and multiple sclerosis. It was reported the patient's pump and catheter were replaced on (B)(6) 2016 because the catheter was confirmed to be in the epidural space. This happened two separate times. It was noted that at the of the implant there was cerebrospinal fluid (csf) back flow confirmed by the implanting healthcare professional (hcp), but there must have been "layers". The issue was diagnosed by an hcp by conducting studies and determined the catheter was in the epidural space. The patient also was experiencing a lack of efficacy/not getting proper therapy, but had no idea when it began. Event date was unknown. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4) catheter in epidural space first pump and pe (B)(4)-catheter advancement issue, symptoms.